Manufacturer narrative:
A review of the system logs for the reported procedure date found there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Review of the ion device history record found no non-conformances related to the reported event. A review of the event performed by an intuitive medical safety officer (mso) concluded that a patient with medical co-morbidities including a pacemaker, underwent an ion biopsy of 2 targets in the right upper lobe. The patient was ventilated with a high peep set at 20. After a needle biopsy there was some bleeding noted. The system was undocked and manual bronchoscopy revealed no bleeding. The system was redocked and renavigated to the target. Hypotension was noted prompting the procedure to be stopped. Fluoroscopy revealed no pneumothorax. The ventilator was disconnected to deflate the lungs. Hypotension resolved and the procedure was continued. Near the end of the procedure another episode of hypotension was noted with bradycardia to 35 bpm despite having a pacemaker. Repeat fluoroscopy revealed a small pneumothorax less than 3cm and a pigtail was placed. The procedure was stopped. The patient was extubated and taken to pacu. A CT stroke protocol was obtained for a persistently altered sensorium after 1-1.5 hours in the pacu. Bilateral mca territory ischemic strokes were noted. The patient was diagnosed with global ischemic injury to the brain and died 1-week later after being made dnr by the family. There was no reported malfunction of the ion system, instruments or accessories. Based on the available data the event was procedure related and not device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. Another prospective series of 415 ion procedures reported 1 cva (0.2%). The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.9% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. --ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. --bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. --selim m. Perioperative stroke. New england journal of medicine. 2007.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure the patient experienced complications and expired one week later. There was no report of any ion system, instrument, or accessory issues. The physician stated that during navigation to the first of two scheduled biopsy sites, a little bleeding occurred; the ion system was undocked and a regular bronchoscope was used to view the airway and biopsy site which looked perfect. The ion system was re-docked, and during navigation the patient experienced an episode of hypotension. At that time, no evidence of pneumothorax was found with fluoroscopy. Towards the end of the procedure, a second hypotensive episode occurred. A second fluoroscopy showed a pneumothorax of 3 cm or less, a pigtail chest tube catheter was placed and the procedure was aborted. In post-anesthesia care, after the patient did not wake up within 1 to 1.5 hours; the hospital stroke protocol was enacted. After a few days, there was imaging evidence of an anoxic stroke in the bilateral middle cerebral artery territory with global ischemic injuries and the patient expired 1 week later. Tools utilized included a flexision needle and cryoprobe. The patient was reported to have been generally healthy with history of former smoker without respiratory crippling effects, cardiac dysfunction, pacemaker, previous alcohol abuse, and adrenal cancer (resected).